Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty charged coupled device unit was discovered and causing image failure. Additionally, an internal breakage on the cable was discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, during maintenance of an olympus hd autoclavable camera head, was not producing an image. According to the initial reporter, the start up patient detail screen functioned properly. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The legal manufacturer¿s investigation conclusion stated that it is not possible to identify the root cause of the reported event. Based on the evaluation performed, the image was no longer displayed due to a malfunction of the cable or failure of the charge coupled device (ccd) unit. The root cause of the ccd and cable failure cannot be confirmed. The DHR confirmed that the device was shipped in compliance with the specifications. The instruction manual instructs users of the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.